Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction after 1 day of wearing the adc freestyle libre sensor. Customer had contact with a doctor who treated the sensor site with "alcohol and a dermal solution to disinfect (betadine)" and also prescribed an unspecified cortisone cream for use.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product. The reported sensor has been returned and investigated. Visual inspection performed on the returned sensor patch, no obvious defects observed. The sensor plug was properly seated. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing an allergic reaction after 1 day of wearing the adc freestyle libre sensor. Customer had contact with a doctor who treated the sensor site with "alcohol and a dermal solution to disinfect (betadine)" and also prescribed an unspecified cortisone cream for use.